Event description:
The manufacturer received information alleging a flow sensor failure had occurred on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. This failure had cause ventilator service required errors on the device. The device's flow sensor would need to be replaced to address the issue. Additional findings not related to the malfunction/issue was the three-way solenoid valve did not open, and damage to the fio2 housing, handle, and the side and exhalation housing for this device. The three-way solenoid valve, fio2 housing, handle, and the side and exhalation housing would need to be replaced to address these issues. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.